Event description:
Healthcare professional reported patient as hospitalized due to a car accident with symptoms of bruise, graze, left side chest pain musculoskeletal, and giddy (resolved next day). Head CT performed during hospital stay with no abnormalities identified. A month later, patient was injected with patient was injected in the perioral area and perioral line with 3 ml of juvéderm® volite¿. A month later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. A month later, patient was hospitalized due to tendon rupture and requires surgical treatment. Event has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2024-11002 (abbvie complaint #pr (B)(4). This MDR is being submitted for the first suspect product, juvéderm® volite.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of tendon rupture, deemed not device related is considered an unexpected adverse drug experience.